Manufacturer narrative:
A trumpf medical service technician was dispatched to the user facility for an investigation. The technician observed that the remote control had a damaged keypad membrane. During the evaluation, the technician was able to duplicate the problem by manipulating the remote control. The remote control was replaced, and the device operated as intended. The operating table remote involved in the incident was affected by recall number z-0919-2015. The user facility received a replacement remote in december 2015 as a part of this recall and was instructed to dispose of this affected remote. Description of the problem, including determined cause: trumpf medical received reports stating that the affected operating tables sporadically moved independently and without the user deliberately pressing an operating element. No patients or users were injured. The reported incidents took place unexpectedly during preparation or a surgery. The individual investigations determined that the root cause was a button on a remote control which was mechanically damaged by external influences. Investigations carried out by trumpf medical determined that remote controls, which to some extent have considerable damages are being used and must therefore, no longer be used.

Event description:
A user facility reported that a trumpf medical operating table lowered unintentionally during a case and that the remote was unresponsive. A different remote was used to raise the column and the surgery was able to continue. No patient or caregiver injury was reported.